Event description:
Customer claims zipper damage to the access panel. The teeth do not align. This was discovered while in use with a pt and there was no pt injury/incident that occurred.

Manufacturer narrative:
(B)(4). Zipper damage, teeth not aligning. Eval: results: - eval of the returned product found that on panel side a, the window zippers slider body is open. (B)(4).